Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented remotely. Upon review of transmission, it was observed the patient's right ventricular lead was sensing noise. Programming changes were completed to address this issue. The patient was stable throughout.